Event description:
Caller states that the patient tested 2.3 inr on the device while a comparison lab drawn within 4 hours returned as 4.74 inr. Caller was unsure of any action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.